Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed button error. The customer's blood glucose was 132 mg/dl. The customer stated that they were next to the sink so the device might have gotten wet. Also, they reported that the device was put on suspend mode when the customer went into the shower. After the shower the device would not come out of the suspend mode and that's when the button error alarm occurred. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
During testing no button error alarm occurred however, the buttons were unresponsive due to corroded keypad traces. No moisture damage noted on electronics. The insulin pump was received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.